Event description:
Erratic readings.in blood glucose tests,customer received readings of 304 mg/dl and 77 mg/dl within 10 minutes.there was no report of death,serious injury or mistreatment associated with this event.